Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
Hcp reports pump explant after 45 mos implant duration. No pt symptoms or outcome were reported. Hcp reports the drug in the pump is baclofen (unk concentration/dose). Hcp did not report any pump troubleshooting. Add'l info has been requested from the hcp, but was not available at the time of this report.